Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Explant and reimplantation is planned but had not taken place at the time of this report, (B)(6) 2011. The implanted device remains.